Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed, as the user has to push the power button underneath the lid to turn the device on, or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The root cause of the reported issue could not be established. The customer will be provided with a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed, as the user has to push the power button underneath the lid to turn the device on, or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was able to duplicate the reported issue. The root cause of the reported issue could not be established. The customer will be provided with a replacement device. Section h11 of the initial medwatch report should indicate: a stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The root cause of the reported issue could not be established. The customer will be provided with a replacement device.. Additional information: the device could not be returned to the service center for further evaluation. The root cause of the reported issue remains undetermined.